Manufacturer narrative:
Follow-up #1: date of submission 01/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: the keypad was observed to be peeled completely off the pump. The up button had an intermittent response. The contrast & ok buttons were unresponsive. The down button responded properly. The contrast button contact was observed to be missing. Contamination was observed on all of the keypad contacts. The pump booted to the verify screen. Unrelated to the initial complaint, the display screen was observed to be dim with a pink contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the entire keypad was peeled off and okay button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.